Event description:
A report was received that the pt is having to charge more often than usual and is getting a jolt when the device is turned on or off. The physician suspects the device may be malfunctioning and plans on explanting the pt's system.